Manufacturer narrative:
E1 - event site name: (B)(6) medical center. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that prior to use the cs100 intra-aortic balloon pump (iabp) screen was glitching and was not legible. There was no patient involvement and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse could not duplicate the issue, but was shown a video of it by the customer. The fse recognized it as a known issue and replaced video to receiver board cable. Device passed all functional and safety tests according to factory specifications.